Event description:
It was reported that during a spinal procedure, the drill heated up. The procedure was completed using this equipment, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, and extensive corrosion was discovered in the motor assembly. The corrosion prevented the rotor and bearings from rotating freely, which resulted in increased friction and heat being generated. The motor assembly, rotor assembly and bearing were replaced and the device was returned to the customer.